Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a power source issue was observed in the device's downloaded event log. The device's power supply was replaced to address the issue. Additionally, not related to the reportable issue, the blower assembly was found to be noisy and was replaced to address the issue. The device was cleaned and tested and passed all final testing.